Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor was not booting up. Upon functional testing, fse found issues with the video splitter ports. The fse changed the port in the video splitter as there were multiple ports in video splitter. After changing the port, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor of the allura device was not booting up. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Updated the description to reflect that no harm was reported. Updated the patient outcome code to reflect that no clinical signs or symptoms had been reported.

Event description:
It has been reported to philips that the cath lab monitor is not booting. The device was in clinical use. It is unknown if there was any patient harm. Philips has started an investigation of the complaint.